Event description:
Customer reportedly received blood glucose result of 601 mg/dl on the advantage system. The result is outside the numeric range of 10-600 mg/dl of the device. No adverse event reported. Requested return of suspect device and replacement was sent.